Event description:
It was reported that, "the patient can not walk. She is in pain and has high levels of cocr in her blood stream. The patient's daughter would like to know how stryker can help her mother. She will not provide any further information until she is told how it will help them."

Manufacturer narrative:
Additional information pertaining to the devices referenced in this report has not been made available at this time. Should additional information become available, the evaluation summary will be submitted in a supplemental report.